Event description:
It was reported the customer received a motor error alarm. Customer's blood glucose was unknown. It was also found the customer was able to complete the rewind sequence on their insulin pump. The customer could not recall any significant events leading to the alarm. The customer also reported there was two small cracks on the upper and lower left corner of the insulin pump's screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection. Pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. No motor error alarms noted. Motor tested ok. (B)(4).